Event description:
On (B)(6) 2012 a kausch whipple procedure was performed at (B)(6). A rem equipped erbe vio 300 d electrosurgical generator, a connecting cable of the company schnorrenberg and a monitoring dispersive electrode (model wr21) were used. The electrode was placed on the right thigh. Reviewing photos showing the injury and the involved product after the procedure we assume that the burns. The photos also disclosed that the pt was not shaven. The burn spots had to be treated by a further surgery. No details of the pt have been disclosed so far. Also, no info on skin preparation, the power setting used, the activation cycle and the duration of the procedure could be obtained so far despite repeated requests. We have been informed that the involved electrode has been given to a tech of the company erbe with the concerned generator and the cable for further eval.

Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. Reviewing the photos showing the injury and the device involved we noticed that the pt was not shaven. The IFU states explicitly: "shave the chosen skin area and clean it carefully (...) Be aware that failure to shave might lead to skin burns." Analyzing the burn marks according to the photos of the pt's wounds and the device involved we assume that the electrode was kinked on itself for unk reasons. We arrived at this conclusion after trying to match the pattern of burn marks on the pt with the pattern of burn marks on the device involved in the incident. For this we used a demonstration electrode sample of the same model and deformed it until the marks matched. We have documented this on an extra page and provide a fourth page with translations of the german original for your convenience. The IFU states the warning for application: "the electrode must not touch or overlap itself." We will relay any further info or conclusion concerning the pt data, the procedure and other technical info in a f/u report.